Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with blood in the balloon and lumen. The balloon, hypotube, port/exit notch, inner/outer shaft were microscopically and tactile examined. Inspection revealed a separation in the outer shaft, approximately 6mm proximal to the port/exit notch, with a kink in the hypotube located 4cm from the strain relief. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. After a guidewire crossed the lesion, a 2.50mmx12mm emerge¿ balloon catheter was advanced for dilatation. The balloon was not inflated. Then the physician crossed a guidewire down the diagonal artery and advanced a flextome cutting balloon but was unable to track out of the 6f guide catheter. The physician pulled the emerge balloon out of the lad and noted the shaft broke off and the balloon was left inside the body. The physician then pulled the wire from the lad as well as the rest of the devices including the guide catheter out of the body and the balloon fragment came out with the rest of the devices. The procedure was then ended. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. After a guidewire crossed the lesion, a 2.50mmx12mm emerge balloon catheter was advanced for dilatation. The balloon was not inflated. Then the physician crossed a guidewire down the diagonal artery and advanced a flextome cutting balloon but was unable to track out of the 6f guide catheter. The physician pulled the emerge balloon out of the lad and noted the shaft broke off and the balloon was left inside the body. The physician then pulled the wire from the lad as well as the rest of the devices including the guide catheter out of the body and the balloon fragment came out with the rest of the devices. The procedure was then ended. No patient complications were reported and the patient status is fine.